Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that contrast radiography was also performed but because there was no chemical absorption inside the catheter, suspected catheter blockage was diagnosed. The catheter replacement surgery was performed and when the connector and anchor of the spinal catheter were removed during surgery, cfs drainage was confirmed. Malfunction of the pump side catheter was suspected. Saline was injected through the pump access port and open flow was confirmed. When contrast medium was once more injected into the spinal catheter open flow was confirmed. Per the health care provider the diagnosis was that the catheter had moved preventing medication from flowing from the catheter tip. The spinal catheter was exchanged for a new unit and the surgery was concluded.

Manufacturer narrative:
Product ID 8711, lot# n188248001, serial# implanted: explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's spasticity was exacerbated. The patient had elevated levels of spams. The physician attempted to perform a catheter contrast study, but could not suction the drug from the catheter access port. It was determined that this was a possible catheter occlusion. It was unknown if the event was related to the device system and procedure, but the event was unrelated to the drug. A catheter replacement was going to be performed on (B)(6) 2012. The device system was used to deliver gabalon. The outcome was reported to be not recovered.